Manufacturer narrative:
Sample specimen was whole blood. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Per the raw data analysis, shows a moderately elevated high end on the plt histogram, indicating possible large platelet or red blood count (rbc) interference pattern as it was flagged r for this reason. The root cause is unknown. However, the printout submitted for the representative sample displayed an instrument generated flag to alert the user to further review the results. Service was not dispatched for this event. Per bec product labeling: known interferences related to plt include giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, and red cell fragments. The dxh 800 system manager includes flags, codes and messages to alert you to issues with patient or control results.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxh 800 coulter cellular analysis system was generating erroneously low platelet (plt) results on patient samples on an ongoing basis. Printouts received by the customer, for one representative sample revealed an instrument generated flag; results are shown. The results were believed to be erroneous because manual counts did not match the analyzer results. The representative sample displayed an instrument generated 'r' flag. No erroneous results were reported out of the laboratory. There was no death, serious injury, or affect to patient treatment associated with this event.